Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿check sensor¿ error message on the same day of inserting the adc freestyle libre sensor. As a result, the customer was unable to obtain sensor readings and experienced symptoms described as ¿indisposed, headache; dizziness. The customer had contact with a healthcare provider who administered insulin injection (type/dose unknown) as a treatment for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿check sensor¿ error message on the same day of inserting the adc freestyle libre sensor. As a result, the customer was unable to obtain sensor readings and experienced symptoms described as ¿indisposed, headache; dizziness. The customer had contact with a healthcare provider who administered insulin injection (type/dose unknown) as a treatment for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m000jgnwwd has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). Visual inspection has been performed on the sensor plug assembly. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿check sensor¿ error message on the same day of inserting the adc freestyle libre sensor. As a result, the customer was unable to obtain sensor readings and experienced symptoms described as ¿indisposed, headache; dizziness. The customer had contact with a healthcare provider who administered insulin injection (type/dose unknown) as a treatment for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.